Manufacturer narrative:
Additional devices for this complaints: 1001887752 - 1125 - exp. Date: 05/31/2019. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported low flow alarms were triggered for the ventricular assist device (vad). The patient was asymptomatic but their international normalized ratio (inr) was noted to be subtherapeutic. The patient had been admitted to the hospital for extravasation of a peripherally inserted central catheter (PICC) line unrelated to the vad. During the admission, the patient's average flow decreased from their baseline. It was suspected the volume loss was due to the amount of diuresis the patient had experienced overnight, but the flow continued to decrease despite gentle fluid resuscitation. An echocardiogram (echo), chest computerized tomography (CT), and head CT were performed with pending results. Log files were sent. The patient was transferred to the intensive care unit (ICU) and the vad remains in use.

Manufacturer narrative:
Hvad pump and outflow graft were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported ¿low flow¿ event was confirmed via review of controller log files, which revealed a decrease in power consumption and estimated vad flow on (B)(6) 2017 to parameters below the normal operating range. Three low flow alarms have been logged on (B)(6) 2017. Of note, it was reported that a CT scan showed a possible occlusion in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kink in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: product ID: 1125 ,lot#: 1001887752, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: a1, a5a, a5b, d1, d4, d6b, h2, h4, h6, h10 a supplemental report is being submitted for corrections. A1 patient identifier corrected from (B)(6). A5a ethnicity corrected to no information and a5b patient race corrected to no information. D1 brand name corrected from heartware® ventricular assist system to heartware ventricular assist system ¿ pump. D4 model # corrected to 1103. D6b explanted date corrected to 26-apr-2017. H2 report source corrected to include company representative. H4 device manufacture date corrected to 31-oct-2014. H6 device codes corrected to include a1412. H10 additional product 1001887752 d1 brand name corrected to heartware ventricular assist system ¿ outflow graft; d4 model # corrected to 1125, catalog # corrected to 1125 and UDI # corrected to (B)(4); h4 manufactured date corrected to 31-may-2014; h5 corrected to no; h6 corrected to include patient ime codes, imf codes, img codes, FDA method codes, FDA results codes and FDA conclusion codes. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / lot #: 1001887752 UDI #: (B)(4) h4: mfg date: 31-may-2014 h5: no h6: patient ime code(s): e0514 h6: imf code(s): f23, f0801, f1203, f1905, f2203 h6: img code(s): g07001 h6: FDA method code(s): b14, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was further reported that the head and chest computerized tomography (CT) results were remarkably clear, but showed a possible area of low flow in the outflow graft. It was suspected that there was an occlusion in the outflow graft. The pump and outflow graft were exchanged on (B)(6) 2017 and the pump will be returned to the manufacturer. The patient remains hospitalized. No further information is available. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.